Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high frequency electrosurgical unit had an error code e433 occurred. The issue occurred during reprocessing. There were no reports of patient harm.

Event description:
The issue was found before a electrosurgery procedure, which was completed with another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed; however, the device evaluation found error e433 in the device error log. Based on the results of the investigation, it is likely that the following led to the malfunction: a printed circuit board failure. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.